Manufacturer narrative:
Stretcher located in bed shop. Technician found that the casters were not holding. Cause: faulty casters and hex rod. Replaced all four casters and hex rod to resolve this issue.

Event description:
Information received that the casters were not holding. No injury reported.